Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to patient anatomy, lead was replaced and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned intact - not severed. Blood/body fluid noted in the lumens. Continuity testing passed - indicating conductors are intact. Visual inspection revealed no abnormalities - the lead and tip appears normal. The difficult to position allegation was not confirmed. Correction to b5 : describe event or problem. This event is no longer reportable.

Event description:
This lead was unable to be successfully implanted due to an unknown product performance issue. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.